Event description:
The device was reading from the 140's to 200's mg/dl.she used the device on her husband and the result was over 200 mg/dl and he is not a diabetic. The device was replaced and requested to be returned for evaluation.